Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - two dental implants were performed at the same surgery, at intraoral regions #19 and #30. 4 months after the initial surgery, the reopening surgery was performed, with abutments installation. After one month, there was an abnormal gingival overgrowth only in intraoral region #19. The patient was referred to a maxilo-facial surgeon for biopsy, which confirmed a granuloma in the region. Five surgeries were performed to remove the granuloma which always has relapsed. So, the dentist decided.